Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the battery that powers the stimulator has migrated about 1.5 to 2 inches to the right and it feels like it is going deeper into the pocket since a week or 2 ago patient stated they used to be able to feel the whole device but now they can only feel a little bump. Pt added that they are having a hard time locating the ins to charge. Patient stated they called the healthcare provider office and they told patient to call the manufacturer. Agent is sending an fyi message to the field about patient call. Agent asked if patient has had any traumas/ falls recently and patient stated back in late oct 2024 patient was sitting on a metal stool that completely collapsed underneath her and they landed on the area where the implant is.